Event description:
It was reported that during a coronary stent procedure in a lesion in the celiac artery, the physician was unable to cross the lesion and elected to remove the entire system. Upon removal the stent dislodged outside of the patient on the sterile field. Patient status is listed as "okay".